Event description:
Device 3 of 3. Reference MFR report: 1627487-2015-15226. Reference MFR report: 1627487-2015-15242.

Event description:
Device 3 of 3. Reference MFR report: 1627487-2015-15226. Reference MFR report: 1627487-2015-15242.

Manufacturer narrative:
Results: microscopic inspection of the lead body revealed a lead fracture/breakage with all internal wires broken at approximately 19.5 cm from the stimulation end. The lead breakage was consistent with overstress the lead was subjected while in patient body. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.